Event description:
Syringe pump locked & another pump was used when blood bag was inverted for infusion there was a slit in the bag, & blood was lost & multiple people were exposed to blood. Pt was unable to receive her own blood.